Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 1 out of every 10, 25 g x 1 in. Bd safetyglide¿ needle are shorter than they are labeled. No reported medical intervention or serious injury.

Manufacturer narrative:
Two opened and partially filled shelf cartons with packaged safety glide needles were received by bd canaan. The samples were confirmed to be from batch 6001842 (p/n 305916) and were visually evaluated. Box #1: the box contained 21 sealed packaged safety glide needles: 14 were 1" in length, while 7 were 5/8" in length. Box #2: the box contained 50 sealed packaged safety glide needles: 34 were 1" in length, while 16 were 5/8" in length. Quality has previously reviewed, evaluated and investigated this failure mode. Situational analysis (B)(4) and (B)(4). No further action is required at this time.